Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the junction position of the extension and lead behind the ear was uncomfortable. The patient returned to the hospital for examination and was diagnosed with an infection after the ear. The patient was undergoing drainage and dressing change in the hospital, conservative treatment, and later observation at the hospital. It was unknown if there was more than a 50% reduction in symptoms. Troubleshooting was unknown. No further complications were reported as a result of this event.

Event description:
Additional information received from a consumer indicated the extension was not explanted.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# unknown, implanted: (B)(6) 2019, product type extension. If information is provided in the future, a supplemental report will be issued.